Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image and a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the gastrointestinal videoscope had no image and a b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.